Manufacturer narrative:
Based on the current information provided, the root cause of the reported operative complication(s) cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. There was no initial report or allegation from the journal article author or any known allegation from a medical professional of a specific deficiency of the da vinci system, instrumentation, or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. Unable to conduct system or instrument log review due to lack of procedure and instrument detail. Site history complaint review was unable to be conducted as the procedure date was unknown. This complaint is reportable due to the following: isi became aware of a journal of robotic surgery article titled, "comparison of outcome and costs of robotic and laparoscopic right hemicolectomies" (ahmadi, n., mor, I., et al., 2021). Within the journal article, operative complications involving da vinci surgical procedures were noted: "robotic right hemicolectomies were performed by the consultant using the da vinci si system (intuitive surgical, ca, USA). Colonic dissection was carried out from medial to lateral with intra-corporeal vessels ligation. One patient required taken back to theatre for a large hematoma at the pfannenstiel incision (robotic group)." Although isi obtained the following information: it was confirmed there was no allegation that a malfunction of a da vinci system/instrument/accessory occurred or caused or contributed during the surgical procedure that involved the large hematoma, and that these surgical outcomes/complications are considered to be normal, regardless of whether the procedure is robotic or not. It is unknown if the source of this information is from the surgeon/author. At this time, the root cause of the alleged operative complication(s) is unknown.

Event description:
On 25-aug-2021, intuitive surgical, inc. (Isi) became aware of a journal of robotic surgery article titled, "comparison of outcome and costs of robotic and laparoscopic right hemicolectomies" (ahmadi, n., mor, I., et al., 2021). Within the journal article, operative complications involving da vinci surgical procedures were noted: "robotic right hemicolectomies were performed by the consultant using the da vinci si system (intuitive surgical, ca, USA). Colonic dissection was carried out from medial to lateral with intra-corporeal vessels ligation. One patient required taken back to theatre for a large hematoma at the pfannenstiel incision (robotic group)." On 14-sept-2021, isi obtained the following information from the product complaint's coordinator with the distributor: it was stated that it confirmed there was no allegation that a malfunction of a da vinci system/instrument/accessory occurred or caused or contributed during the surgical procedure that involved the large hematoma. It was stated that these surgical outcomes/complications are considered to be normal, regardless of whether the procedure is robotic or not. No additional event details and/or patient demographics were available. Isi has reached out to the author by email to obtain additional information but has not yet received a response regarding the following: the source of who provided the information obtained on 14-sept-2021, cause of the hematoma, the source of the bleeding, if a trocar was placed in the same spot prior to the pfannenstiel incision, how was the hematoma addressed, estimated blood loss, and patient's status.